Event description:
The customer contacted physio-control to report that their device did not deliver a shock when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer on multiple occasions to obtain additional approval and enable device repair. No response has been received from the customer. Device was returned to the customer unrepaired. Section h6, health effect - clinical code and health effect - impact code of the initial medwatch report 0003015876-2021-02098 indicates: cardiac arrest and delay to treatment/therapy. Section h6, health effect - clinical code and health effect - impact code of the initial medwatch report 0003015876-2021-02098 should indicate: no clinical signs, symptoms or conditions and no health consequences or impact.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.